Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultrafiltration (uf) event occurred during hemodialysis therapy with an ak 96 machine. The pre-dialysis weight of the patient was 77kg and after use the weight was 77.8kg with the uf volume set at 2.6kg. There was no report of patient injury or medical intervention associated with this event. No additional information is available.